Event description:
"Possible interaction between zyderm and ciprofloxacine hydrochloride which resulted in an oedematous reaction at the site of zyderm injections 1 year after implantation." The pt was taking ciprofloxacin secondary to cystitis. Seven days later the medication was stopped because of the adverse reaction and an oral corticoid and fexofenadine was prescribed. It was also noted this pt had been taking a bacterial lysate broncho-vaxom, the reason for this prescription was not provided. The pt had been on this medication for eleven days having stopped one week prior to starting the ciprofloxacin hydrochloride.